Event description:
A different screw was used instead. The procedure was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection the screw was returned in the original sterile tube packaging and was found in an used condition with slightly mechanical damages at the screw recess as well as at the threaded shaft. Furthermore, there is a slightly burr visible at the thread run-out. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test : the function test at zuchwil customer quality was conducted with a similar demo screwdriver with the result that the screwdriver does fit into the screw recess as per design intended. The complained malfunction of "the screw head didn¿t fit into the screw driver" could not be replicated. Summary: the complaint is not confirmed as the received screw recess is functional as required. However, the burr found on the thread run-out is an indication that the screw was used, respectively could be screwed in and striated along an unknown metal object resulting in the damage. The worn anodized layer does reinforce our assumptions. No final statement about the cause of this issue can be made since not all involved part, used screwdriver, could be investigated. Based on the findings, we conclude that the cause of failure is not due to any manufacturing non-conformance's. The reported complaint could not be replicated during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 04.130.310ts, lot number: 4l26295, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 26. Apr. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the screw head would not fit in the screwdriver. Patient involvement was unknown. Concomitant devices reported: screwdriver (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.0mm ti va-lckng scr slf-tpng with t6 stardrive recess 10mm. This is report 1 of 1 for (B)(4).